Event description:
No additional information was provided.

Manufacturer narrative:
It was reported that clinician and/or any patients have encountered leakage and connection issues. No product or photo was returned by the customer. The customer complaint of leakage and flow issues, backflow could not be verified due to the product not being returned for failure investigation. No product will be returned per customer. No investigation was performed. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bdmaxzeroextensionsets was leaking. The following information was received by the initial reporter with the following verbatim: it was reported that clinician and/or any patients have encountered leakage and connection issues while using the bd maxzeroextension set for direct injection of fluids, medications, IV nutrition including lipids, and/or blood/blood products , intermittent infusion of fluids, medications, IV nutrition including lipids, and/or blood/blood products, continuous infusion of fluids, medications, IV nutrition including lipids, and/or blood/blood products, aspiration of blood, and power injection up to 325 psi at 10ml/sec. V

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed